Manufacturer narrative:
Date of injection is an estimate. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The pt was injected in the nasolabial folds, oral commissures, and chin. The pt allegedly developed small firm areas in the injected area almost two months later. Her nasolabial folds were drained. The pt was treated with three courses of antibiotics and two courses of prednisone.